Manufacturer narrative:
This MDR was submitted in error as a duplicate of MDR 9610617-2026-00570. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "after power-on, the main unit failed to recognize the camera. The surgery was completed after replacing the equipment." No negative impact in state of health reported.